Manufacturer narrative:
4310 - a review of the instrument log for the vessel sealer extend (vse) associated with this event has been performed. Per logs, the vse was last used on 5-aug-2020 on system [sl0036] and was not used on the reported event date of (B)(6) 2020. The vse instrument is a single use instrument. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. If additional information becomes available, a follow-up MDR will be submitted. Isi received the vse associated with this complaint and completed its investigation. Failure analysis (fa) found no sealing issues based on log review during in-house testing. Per logs the instrument had multiple cut failures, which were not replicated during in-house testing. The instrument failed self-test on the in-house system and no dislodged blade was observed. When the instrument knife was manually driven out, fa observed that the knife cable was bent. Fa straightened the bent cable and the instrument passed the recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and the jaws opened/closed properly. Fa observed no sealing issues as the vse instrument passed cut and energy delivery tests. Also, the instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Fa also conducted grip force test and electrical continuity, which the vse instrument passed. The instrument knife slots measurement was 0.028" and the electrode gap verification passed at 0.003".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images, or videos were shared for the event, and no additional system/technical review was required. A log review was performed for the vessel sealer extend (vse) reported in this complaint (pn: 480422-01) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system sl0036 with 0 uses remaining. Although the vse serial number (sn): (B)(4) was identified to be last used on the system. The sn cannot be confirmed until the instrument is returned as the customer did not provide the information at the time of the call. An RMA has been issued to the customer requesting to have the isi device returned, however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The vessel sealer extend is intended for grasping and blunt dissection of tissue, and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. This complaint is a reportable event due to the following conclusion: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly did not sufficiently complete a seal, and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no reported patient injury, if this failure mode were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported during a da vinci-assisted procedure the vessel sealer extend (vse) did not seal. The surgical staff swapped to a spare vse, and completed the procedure with no reported patient injury. This complaint will be classified based on the provided information at this time.